Manufacturer narrative:
G4: 13apr2020. B4: 14apr2020. The customer authorized the repair of this unit. The service technician replaced the touchscreen and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 10apr2020 b4: (B)(6)2020. The determination could not be made that the device failed to meet the specifications. No product was returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11aug2020. B4: 13aug2020. The replaced touchscreen was received for internal failure analysis. The touchscreen was tested and no failures were identified. A relationship of the device to the reported problem could not be confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/31/2020.

Event description:
The customer reported an unresponsive touchscreen during functionality testing. There was no patient involvement. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The touchscreen will be replaced once the customer approves the repair.